Event description:
It was reported that a x-tip needle separated in a patient's tissue during use. The doctor left the separated piece in place and plans on monitoring the patient due to the fact that the area is healing well; no further treatment is planned.

Manufacturer narrative:
The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.